Event description:
The physician was using the twin pass catheter to deliver a second guidewire across a lesion in the mid-left circumflex artery, and when he was withdrawing the catheter, he noted that the markerband did not move with the catheter. Because of the tortuosity of the patient's vasculature, the physician felt that he could not snare the catheter tip, however, he was able to move the tip segment to a side branch of the artery. Upon removing the catheter, the physician confirmed that 1cm of the catheter's tip was missing. The patient was reported to be asymptomatic and the tip segment remained in a side branch of the patient's mid-left circumflex artery.

Manufacturer narrative:
There were no similar failure modes for devices from this or any other twin pass catheter lots. Also, the device failure mode could not be duplicated in simulated-use experiments.